Event description:
It was reported that the user experienced recurrent low glucose readings after meal announcements while using the ilet, including a drop from 197 mg/dl upon waking to 65 mg/dl after a breakfast bolus, and the clinician advised pre-meal bolusing and suggested a system reset due to frequent ¿bolus less¿ selections potentially influencing dosing calculations; the agent deferred a factory reset pending clinical data review. Symptoms included hypoglycemia. Outcomes included user self-treatment with oral glucose. Investigation included review by the clinical team. Investigation of this case revealed an unclear cause of hypoglycemia, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.